Manufacturer narrative:
(B)(4). Date sent: (B)(6)2021. Additional information was requested, and the following was obtained: was it confirmed that the anvil was properly attached? No further information is available. Were they within the green gap setting scale when they attempted to fire the device? No further information is available. Was the back light illuminated? No further information is available. What is meant by the anvil could not be removed from the trocar? The anvil could not be removed from the trocar laparoscopically. Did attempt to use the second device and second battery prior to making decision to convert to open? The battery was replaced to attempt firing prior to convert to open. The device could not be replaced since the anvil could not be removed from the device laparoscopically. When attempting to remove anvil laparoscopically, where was the anvil grasped? No further information is available. Was care taken to avoid handling the anvil on the locking springs? No further information is available. Any video available? No video is available. Any difficulty in assembling the anvil? No further information is available. Was the device fully open when attempting to remove anvil from device? No further information is available. No further information will be provided.

Manufacturer narrative:
(B)(4). Date sent: 01/26/2022. D4: batch # 136a59. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Device was received with staples present. When battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful, confirming the experience. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. The device was fired using a shorting plug to bypass the flex circuit. The staple line was complete and met the staple form and release criteria. There were no issues with attaching or removing the anvil. No conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic low anterior resection, the device could not be fired. The battery was replaced to another one, but the issue did not improve. The device was used for the anastomosis between the colon and the rectum. The procedure was converted to an open procedure because the anvil could not be removed from the trocar. An echelon60 was used to cut the oral side of the anvil, and the rectal wall was incised to remove the device from the patient. Additional hand suture was performed to complete the case. The battery installed in the device is the second one. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information: the adjusting knob rotated properly. The device was removed the way that was not usual so it is unknown if there was a problem with it. No colostomy was performed. The patient's condition is stable and getting better as of (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it confirmed that the anvil was properly attached? Were they within the green gap setting scale when they attempted to fire the device? Was the back light illuminated? What is meant by the anvil could not be removed from the trocar? Did attempt to use the second device and second battery prior to making decision to convert to open? When attempting to remove anvil laparoscopically, where was the anvil grasped? Was care taken to avoid handling the anvil on the locking springs? Any video available? Any difficulty in assembling the anvil? Was the device fully open when attempting to remove anvil from device?